Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The vad coordinator reported that during a pump exchange procedure due to suspected thrombus (reference MFR's medwatch # 2916596-2012-00259), the outflow graft bend relieve was found to be disengaged upon re-entry into the pt's chest. The surgeon was reported able to re-engage the outflow graft bend relief after the suspect pump was replaced with another lvad and re-implant procedure was successfully completed.